Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported blood glucose value of 43 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) unomedical, mmt-7040a, mmt-332a, mmt-1884. The customer reported low bgs. The customer reported a discrepancy between sensor glucose and blood glucose which is not within range. Insulin delivery was not suspended due to sensor glucose vs. Blood glucose difference. Blood glucose value from reported event was 43 mg/dl. The sensor glucose value from the reported event was 98 mg/dl. Sensor glucose and blood glucose difference was 55 mg/dl. Explained sensor may have no longer been responding to glucose changes. The customer was unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.